Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Correction to h.11. Additional mfg narrative of supplemental medwatch #1: full list of changes should have noted: "additional, changed, and/or corrected data: b1, b5, d1, d2b, d4, d9, g4, h3, h6". Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and missing plug strap observed assessed as inconclusive. As per the investigation procedure, creases and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d2a, h3, h6, h11.

Event description:
Healthcare professional reported right side deflation. Device was explanted.